Event description:
It was reported that approx one month after the pt had their device implanted; it was removed due to an infection. The pt's wife stated that when the physician tried to explant the catheter, "a piece broke off and remains floating inside of him". The pt continued to suffer with chronic infections. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).